Manufacturer narrative:
The device history report (DHR) review of batch number (B)(4) was performed and no issues were found related to the reported complaint. A document assessment ((B)(4)) was conducted and no changes were required. The device sample was received; however the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that the outer label and the package label both reflect the same reference number of (B)(4) but has different product descriptions and lot numbers.